Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer returned pump for an alleged damaged screen. Pump received with cracked and bleeding lcd glass. Unable to perform the displacement test due to physical damaged to lcd glass. Test and p-cap locks properly into the reservoir compartment. Cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that customer had fallen after having a stroke and cracked the front screen of the insulin pump. There was no damaged to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.